Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Corrected information: b3, e1 (city, state, tel #) ¿ all blank. Additional information: h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established nor any potential contributing factors. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the insufflator exhibited a forceps elevator wire connector unit failure. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.